Manufacturer narrative:
Corrected information in section d9 date returned to mfg.

Event description:
The customer observed a falsely non-reactive architect syphilis tp result generated on the architect i2000sr processing module for one sample. The following results were provided: (customer provided s/co values <1 as negative). Result was 0.33 s/co, autobio platform result was 5.06 s/co (positive). Trust and tppa were both positive. Elisa result was 1.95 s/co (positive). No impact to patient management was reported.

Event description:
The customer observed a falsely non-reactive architect syphilis tp result generated on the architect i2000sr processing module for one sample. The following results were provided: (customer provided s/co values <1 as negative) result was 0.33 s/co, autobio platform result was 5.06 s/co (positive) trust and tppa were both positive elisa result was 1.95 s/co (positive) no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 8d06-74 that has a similar product distributed in the us, list number 8d06-31 / 41. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a falsely non-reactive architect syphilis tp result generated on the architect i2000sr processing module for one sample. The following results were provided: (customer provided s/co values <1 as negative). Result was 0.33 s/co, autobio platform result was 5.06 s/co (positive). Trust and tppa were both positive. Elisa result was 1.95 s/co (positive). No impact to patient management was reported.

Manufacturer narrative:
Updated information in section d4 primary UDI number, d9 date returned to mfg. The complaint investigation for falsely non-reactive architect syphilis tp results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, in house testing, and return sample analysis. Review of all the information provided by the customer was reviewed. The ticket search by lot indicates that the reagent lot performs as expected for this product. A review of tracking and trending did not identify any trends for the complaint issue. Device history record review did not show any deviations or non-conformances associated with the likely cause lot number(s) and complaint issue. In-house accuracy testing was completed using an in-house retained kit. All controls met specifications and no false non-reactive results were obtained, showing that the lot generates the expected results. A returned specimen was received and tested with the following results: architect syphilis tp: 0.38 s/co (non-reactive), recomline treponema igm: negative, recomline treponema igg: negative, no discrepant results were obtained. Based on the investigation, no systemic issue or deficiency of the architect syphilis tp for lot number 57035be01 was identified. All available patient information was included. Additional patient details are not available.